Event description:
Subsequent to the initial medwatch report, a sus voluntary event report (foi for manufacturers) report #mw5078440 was received stating: during transcatheter aortic valve replacement, the right femoral artery was percutaneously accessed with percutaneous perclosure devices. However, during the insertion process, the device was stuck and unable to deploy/remove the device. A right femoral cutdown was performed for removal of the device. The pt was stable post-op.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: sus voluntary event report (foi for manufacturers) #mw5078440.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when attempting to remove the needle plunger after deployment, no suture or needles came out with the plunger. Additionally, when attempting to remove the proglide from the patient anatomy it could not be removed. Several physicians attempted to carefully remove it; however, this was unsuccessful. The patient was then sent for cut down surgery. When the proglide was surgically removed; it was noted that the device had separated into two pieces; the black sheath portion (distal guide) had separated from the proximal guide. It also appeared that the needles had caught and punctured the vessel. Surgical vessel repair was performed and hemostasis was achieved with surgical suturing. Upon removal, it was also noted that the proximal guide had bent "almost backwards". The patient was put under general anesthesia for the surgical procedure and hospitalization was prolonged. Pain medication was given. There was a clinically significant delay in the procedure as the patient had to go to surgery and have the femoral artery repaired and reconstructed. The tavr was not completed due to the issues with the proglide. No additional information was provided.